Event description:
This is filed to report the leaflet tear. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted on a2/p2 in the medial position and a second clip was successfully implanted on a2/p2 in the lateral position. A third clip delivery system (cds) was advanced to the mitral valve and several grasping attempts were made. It was noted that there was a tear in the anterior leaflet and the clip was removed from the patient. The procedure was complete with a final mr grade of 4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported failure to grasp appears to be a cascading event of the reported leaflet tear. The reported leaflet tear appears to be due to a combination of challenging patient anatomy and procedural conditions. Additionally, tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.